Event description:
It was observed that during the device evaluation, the colonovideoscope had white foreign matter adhering to the contact points inside the switch. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation: we could not confirm the cause of the white foreign matter that was adhering to the contact points inside the switch. The event is detectable and preventable by handling device in accordance with the following instructions for use (IFU): operation manual operation manual chapter 3 preparation and inspection ¿3.3 inspection of the endoscope inspection should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.